Event description:
During product service by a service technician, a flo-gard infusion pump presented a low battery alarm. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The damaged battery alarm was identified during functional testing. The cause of the battery low alarm was determined to be a damaged battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.